Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update: the patient was revised because of (B)(6) infection.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient has been recommended for an asr revision. Specific details regarding the report are unknown.

Event description:
Reason(s) for revision: alval / soft tissue reaction. Update: added surgeon and reason for revision as per (B)(6) spreadsheet dated (B)(6) 2012.